Manufacturer narrative:
D4.4 (lot number): there were three lots of fusion oxygenator associated with the custom tubing pack; 230317961, 230368167 and 230317960. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that low oxygen levels were observed at the initiation of cardiopulmonary bypass. The procedure was a triple coronary artery bypass grafting (CABG) procedure using the left internal mammary artery (lima) and a left atrial appendage (laa) was performed. The patient was administrated a total of 30,000 units of heparin and 250mg of protamine. Bypass was initiated at 15.26 for a total of 102 minutes. The arterial line pressure ranged from 163 mmhg to 189 mmhg. The fraction of inspired oxygen (fio2) was at 100%. Their venous temperature ranged from 33.5 to 36.8. The device was used to complete the procedure. There was no adverse patient effect associated with this event.